Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse confirmed a small leak from tubing at wire marker 6 (wm6) on the blood sampling valve (bsv); the fse trimmed and re-attached the tubing back onto the bsv fitting, resolving the leak. The repairs were verified per established service procedure. (B)(4).

Event description:
The customer reported a leak of fluid of approximately 15 ml in volume coming out from the aspiration area of a coulter lh 780 hematology analyzer while running controls. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.